Event description:
It was reported that while in use with a patient, chemical leaks from the filter. Adverse effects have not been reported.

Manufacturer narrative:
Other, other text: d4: UDI section, lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Device evaluation: one device was returned in used condition without the original package. The flat filter, epifuse connector, the epidural catheter, and the filter cover were returned. Visual inspection found there were no noticeable abnormalities in appearance. Functional testing was not able to duplicate the reported problem. The complaint could not be confirmed. The possible cause may be a temporary connection failure during use. No lot number was provided, therefore no device history report (DHR) review could be completed. This issue will continue to be monitored and further actions taken accordingly.